Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the neo meter was reviewed and showed the neo meter passed all tests prior to release. The DHR for the precision strips was reviewed and showed the libre sensor and sensor kit passed all tests prior to release. As the strip lot associated with the case was past its expiry date at the time of investigation, retain testing was not performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported during use of the adc blood glucose meter. Customer's caregiver reported the customer experienced "urinating every 10 minutes" and obtained a reading of 108 mg/dl on his adc meter. Customer had contact with a healthcare professional who obtained a result of 300 mg/dl on their meter and treated the customer with an unspecified "injection to lower glucose levels". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Customer was using expired test strips. (Exp 31-jan-2018). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported during use of the adc blood glucose meter. Customer's caregiver reported the customer experienced "urinating every 10 minutes" and obtained a reading of 108 mg/dl on his adc meter. Customer had contact with a healthcare professional who obtained a result of 300 mg/dl on their meter and treated the customer with an unspecified "injection to lower glucose levels". There was no report of death or permanent injury associated with this event.